Event description:
It was reported that the patient underwent a laparoscopic tep trans abd pre- peritoneal repair of a primary ventral hernia (B)(6) 2012. On (B)(6) 2013 the patient experienced chronic abdominal pain secondary to the transfixtion suture. On (B)(6) 2013, the suture was excised.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic tep trans abd pre- peritoneal repair of a primary ventral hernia (B)(6) 2012. On (B)(6) 2013 the patient experienced lower abdominal pain secondary to the transfixation suture that progressively became worse over the last four to six months. On (B)(6) 2013 the suture was excised. As of (B)(6) 2013 the patient is doing well and the pain has resolved.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.